Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the product was used as there was biological material present on the device. No other defects or anomalies were observed. Functional inspection was performed to attempt to inflate and deflate the cuff on the returned et tube. A lab inventory syringe was filled with air. Then the syringe was connected to the pilot balloon. Using hand pressure, air was injected through the valve. Upon injection of air, the balloon cuff was unable to completely inflate. The syringe was then reattached and the et tube was able to properly deflate. The et tube was submerged under water and an attempt was made to inflate in order to detect any additional leaks. Upon injection, the et tube leaked from two small holes in the cuff. No other defects or anomalies were observed. The IFU for this product was reviewed as a part of this complaint investigation. The IFU states, "the tracheal tube cuff in inflation system, including the valve, should be checked prior to intubation. If a malfunction is a detected in any system, the tube should not be used." "Care should be taken to avoid damaging the thin-walled cuffs during intubation. If cuff is damaged, the tube should not be used." Other remarks: the IFU also states, "cuff pressure should be monitored routinely to assure that an adequate tracheal seal is maintained and that the cuff has not become over-inflated. The tracheal tube cuff should be slowly inflated with the minimum amount of air required to provide an effective tracheal seal. Do not inflate with a measured volume of air or by "feel" of pressure in the syringe since little resistance should be felt during inflation." The reported complaint of "leaking of the cuff" was confirmed based upon the sample received. The returned et tube was found to have two small holes in the balloon cuff which prevented it from being able to stay inflated. A DHR review was performed with no evidence to suggest a manufacturing related cause. All et tubes are 100% inspected for inflation and deflation at the time of manufacturing. It is unlikely that this type of damage was present at the time of manufacturing. Therefore, based upon the damage observed, it was determined that operational context caused or contributed to this event.

Event description:
The complaint is reported as: "the et tube was inserted in the patient. After that, the air leakage from the cuff was confirmed during use, the tube was immediately removed." There was no report of patient injury or harm.

Manufacturer narrative:
(B)(4). A visual, functional, and dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. Fifty samples were taken from current production at the manufacturing facility , and they were inspected according to the quality procedure. No leakage was found in any of the samples. A device history record review was performed for the lot number reported and there were no issues found that could be related to the reported complaint. A document assessment (fmea) was conducted and no changes were required. The customer complaint could not be confirmed as no device was returned for evaluation. If the device sample becomes available at a later date , this complaint will be updated accordingly.

Event description:
The complaint is reported as: "the et tube was inserted in the patient. After that, the air leakage from the cuff was confirmed during use, the tube was immediately removed." There was no report of patient injury or harm.